Event description:
It was reported the patient experienced difficulties initiating communication between the ipg and both the charging system and the patient programmer. The patient was without stimulation. Replacement external devices were used to no avail. The patient also reported the ipg site was sore and warm after attempting to recharge. The patient underwent surgical intervention to explant and replace the system ipg. The patient reported effective coverage post-operative. No further patient complications were reported.

Manufacturer narrative:
This ipg serial number is included in field advisories. This ipg serial number is included in a field correction: 1627487-12192011-001-c. Correction numbers: 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.